Event description:
It was reported to philips that the device experienced a fco failure and the processor pca failed. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective flash memory (B)(4) .